Manufacturer narrative:
On 8/27/2019, mentor became aware that for left side date of implant was 7/17/2018. Hence, field d6 impalntation date has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2019, per clinician assessment 'off label use' device code was been added. Hence, field h6 for device code has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2019, after following up for additional information, the reported doi can¿t be confirmed, since it¿s before the manufacturing date of the devices. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/15/2019, mentor became aware that device received date was mistakenly reported as 6/26/2019. The correct date is 5/21/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a tear was noted in the anterior view, measuring approximately 3.0 cm. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unacceptable cosmetic appearance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 475cc mentor smooth round moderate profile and was presented with right side deflation noticed by the physician on (B)(6) 2019. Unacceptable cosmetic appearance was also reported. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3505004bc; serial number (B)(4) on the right side and catalog number: 3505004bc; serial number: (B)(4) on the left side. This report is for the patient¿s left-sided device.